Event description:
Device returned to manufacturer for analysis with report of - pump removed because patient developed myelitis. Drugs used in pump included dilaudid, methadone and clonidine. Follow up with hcp revealed the patient has recovered post explant, but still experiences pain a level of "6" on a 1-10 pain scale. Additional records re the event were promised, but have not been received by manufacturer - a supplemental medwatch will be filed if more information is received.